Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.